Event description:
The rptr stated that rptr did back to back (rapid succession) blood glucose testing, using separate fingersticks. The results were 205, 194 and 155 mg/dl. Rptr did not have any symptoms. On followup, the rptr stated that rptr checks the confirmation dot for a good sample, and described an accurate testing technique. Rptr states that rptr cleans the meter, and does control testing regularly. No harm was alleged.